Manufacturer narrative:
(B)(4). The customer reported the device was explanted. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report tissue damage. It was reported that a mitraclip was implanted and sometime after clip implantation a cleft in the leaflet was noted. Mitral valve replacement surgery was performed. There was no additional information provided.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: during the mitraclip procedure, performed on (B)(6) 2018, two clips were implanted. Patient anatomy included a pre-existing cleft, which was the main source of the mitral regurgitation (mr). On (B)(6) 2018, a single leaflet device attachment (slda) of the medial clip was noted, and mr increased to grade 3. The clip detached from the anterior leaflet and no tissue damage was noted. A mitral valve replacement surgery was performed on (B)(6) 2018, with explantation of both implanted clips. No additional information was provided.

Manufacturer narrative:
Patient codes: 1964 labeled. Device codes: 2507 labeled. (B)(4). Correction: date of event; date of implant; date of explant; patient code: 2104-labeled - removed; device code: 2993-labeled na - removed. The lot number, expiration date and date of manufacture are reported as unknown, because it could not be confirmed which of two clips experienced the slda; therefore, the information is reported as follows: lot: 70831u277: date of manufacture: 08/2017; expiration date: 08/31/2018; lot: 70927u243: date of manufacture: 09//2017; expiration date: 09/28/2018. The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. The reported worsening mitral regurgitation, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The mitral regurgitation (mr) is due to the slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.